Manufacturer narrative:
Additional information was received on january 19, 2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The initial flexiseal fms was inserted en (B)(6) 2014 and was filled with a saline fluid. After the initial device failed it was replaced with a different flexiseal fms.

Manufacturer narrative:
Additional information was received on june 30, 2015. Third party manufacturer performed a batch record review and no exceptions were found. Four retention samples from the same lot were also examined and the appearance of the balloon/inflation port, catheter body and valve function were normal. Balloon test was performed and inflated with 60ml of air and observing for any change in diameter. There were no issues with inflation and no visible change in diameter. Simulation test was also performed under normal usage and no blockage or leakage was noted after observation. After a thorough batch record review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available combination a follow-up report will be submitted. Reported to the FDA on july 16, 2015

Event description:
The nurse reported after inserting ten (10) milliliters into the flexi-seal fms, the fill indicator broke. No pt complications were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional info has been requested. Should additional info become available, a follow-up report will be submitted. Height: 180 cm.